Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the facility has a large bag of defective extension sets. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 was initiated.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: unknown our IV therapy department said they have a ¿large bag¿ of defective extension sets 20039e.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: unknown our IV therapy department said they hav.e a ¿large bag¿ of defective extension sets 20039e.